Manufacturer narrative:
Block b3: exact date unknown, event occurred a week or two from the date manufacturer became aware of the event.

Event description:
It was reported that the patients spinal cord stimulation (scs) lead location was causing discomfort. The patient underwent a lead explant procedure and was doing well postoperatively. The explanted device will not be returned per facility policy.